Event description:
Patient was given instant hot pack at her request for comfort during treatment. One package was torn open during activation according to instructions. Small amount of inner material contacted patient hand and clothing. Manufacturer response for instant hot pack, novaplus hot pack instant (per site reporter). Notifying manufacturer at this time.